Event description:
The service center received a medwatch report which states ¿the report states patient had bronchoscopy on (B)(6) 2019, subsequent lower respiratory culture positive for acinetobacter baumannii, two additional patients with bronchoscopies done subsequently with same scope also positive for acinetobacter.¿ as part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that a genome clustering report from the (B)(6) department of health confirmed the presence of acinetobacter baumannii in all 3 of the affected patients. It was reported that patients possibly contracted this infection after undergoing bronchoscopy procedures using the same scope. The patients treatments included IV and antibiotics. All three patients were admitted to hospital prior to the positive culture with trachs and are ventilator dependent. Two of the patients were intubated in ICU, one of them was intubated for 100 days and the other for 60 days. It was reported that all three of the patients were from the same skilled nursing facility. The procedures were completed with the same equipment with no malfunction reported. In addition, the user facility reported that there was no issues reported with the facility¿s oer-pro automatic endoscope reprocessors (aer). It was noted that one of the facility¿s aers went down in september but was fixed. The site uses acecide c and endoquick for their cleaning and disinfectants. The minimum effective concentration is being checked every cycle. After reprocessing, the channels are flushed. The last reprocessing in-service with an olympus endoscopy support specialist (ess) was on (B)(6) 2019. The facility reported that since last year, there were three new employees and all have been trained to reprocess an endoscopy properly. The scope is hung vertically in a storage cabinet. The device was returned to the services center and is pending evaluation. The scope was sent to an independent laboratory for microbial testing with results pending. A review of the instrument history showed the scope was last returned for service in june 2019 for an issue with the elevator mechanism. Please reference the related internal complaints, importer and MFR. Reports numbers. ((B)(4)) 8010047 - 2019 ¿ 03953, importer: (B)(4) and (B)(4), 8010047 - 2019 ¿ 03954, importer: (B)(4).